Event description:
New information receives states the lead was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed from a remote transmission. Noise was not reproducible when the patient was seen in the clinic. Lead replacement was recommended. No strips of this behavior were provided. No further information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 40.8-41.0cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion was noted at 7.3-12.7cm from the distal tip. Internal insulation abrasions were noted at 12.4-12.6cm and 29.1-30.0cm from the distal tip. Internal insulation abrasions under the rv shock were noted at 4.4-4.5cm, 5.1-5.2cm, 5.6-6.8cm, 3.2-3.6cm, 4.4-4.5cm, and 4.7-4.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 14.4-15.9cm from the distal tip. The sensing conductor etfe coating was abraded at this location. Internal insulation abrasion was noted at 17.5-17.9cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.